Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's time and date. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box showed the time and date resetting to default following a pump reboot event. A call service 088 alarm was observed during the duration test. When the pump was opened the bt1 component was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.